Event description:
Boston scientific crm received information that during a device replacement procedure following normal battery depletion, this new s602 device displayed difficulty while tightening the distal ventricular set screw. It was noted that the screw did not hold the lead in the header. The set screw was then tightened with a non-torquing wrench, which appropriately tightened the set screws. This device was successfully implanted with no other complications. Approximately forty months later the device was explanted for an unknown reason. The device was returned and under went standard analysis testing.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, to the company at this time. If additional information becomes available, the event will be updated as necessary. Upon receipt at our post market quality assurance laboratory, visual inspection of this device noted cross threading damage to the ventricle tip setscrew thread. This setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew was confirmed to exhibit signs of cross-threading. The pacing and sensing functions of the device were verified per automated testing.